Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer primary aspiration needle was leaking diluent after each aspiration. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from a torn tubing coming off the rinse block. The fse found the drip tray captured most of the leak. The fse replaced the torn tubing.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).